Event description:
During laparoscopic cholecystectomy, while using the device to clip tissue, the device appeared that it was cutting through the tissue instead of applying the clip. Device taken off the field.